Event description:
It was reported that after switching to a second stimulator (see MFR 3004209178-2014-11777 for impedances issues/port issues with first stimulator), high impedances were noted/continued. Normal readings were noted with a multi lead trialing cable (except electrode 3, which was known to be faulty/out of regulation) but when the leads were attached, high impedances occurred. The contacts were all greater than 40,000 ohms except 0 and 8 which were in the 200 ohm range. After 7 or so wipe downs, the leads were placed into the second stimulator and found all pairs to be around 500 ohms (again, with the exception of electrode 3 which was expected to be out of range). It was further reported that as of (B)(6) 2014, the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), product type implantable neurostimulator; product ID 3778-60, serial # (B)(6), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).